Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
Following a balloon angioplasty, a stent (subject device) was placed to treat the 75% atherosclerotic right m1 middle cerebral artery (mca) stenosis. Only angioplasty using a balloon was performed to treat 60% stenosis of the distal supraclinoid internal carotid artery (ica). Post stenting angiography demonstrated excellent result without significant residual narrowing and with wide patency of the stent. There were no complications during the procedure and the patient returned to baseline neurologic and physiologic status. The next day post procedure the patient's neurological symptoms worsening. The patient developed a left gaze palsy, nystagmus, increased left facial droop, increased left-sided weakness, slurred speech, dysarthria. Physical and occupational therapy was performed. 325mg of aspirin and 25 mg of metoprolol were given to the patient. The adverse event was resolved with residual effects. Three days post procedure, the patient was discharged home. The reported event was reported as related to the procedure and pre-existing condition. Relationship to the subject device was assessed as unknown.

Manufacturer narrative:
The device remains implanted.

Event description:
Following a balloon angioplasty, a stent (subject device) was placed to treat the 75% atherosclerotic right m1 middle cerebral artery (mca) stenosis. Only angioplasty using a balloon was performed to treat 60% stenosis of the distal supraclinoid internal carotid artery (ica). Post stenting angiography demonstrated excellent result without significant residual narrowing and with wide patency of the stent. There were no complications during the procedure and the patient returned to baseline neurologic and physiologic status. The next day post procedure the patient's neurological symptoms worsening. The patient developed a left gaze palsy, nystagmus, increased left facial droop, increased left-sided weakness, slurred speech, dysarthria. Physical and occupational therapy was performed. 325mg of aspirin and 25 mg of metoprolol were given to the patient. The adverse event was resolved with residual effects. Three days post procedure, the patient was discharged home. The reported event was reported as related to the procedure and pre-existing condition. Relationship to the subject device was assessed as unknown.